Event description:
The caller is reporting on the product shipping, she sated that the shipping company updated on the website that the device was delivered 5:56 pm but it wasn't delivered until 6:30 am. She believes there is something fishy going on as the product is needles for glucose testing. She is reporting it because happens twice. She has no problem with the device function. No adverse event reported.